Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the cause for high threshold was unknown. A new rv lead was implanted for pacing and sensing, however this rv lead is still being used as a shocking lead. This rv lead remains in service. No additional adverse patient effects were reported.